Event description:
Procedure type: sigmoidectomy. According to the reporter: there was an strident noise in the equipment and after there was leakage in the product. When trying to apprehend the tissue, it slipped, making it difficult to seal. The device stopped to seal completely after 40 minutes of procedure. There was an increase in surgical time by 40 minutes because of the problem. The tweezers were replaced and the procedure was finished with difficulty. There was no temporary or permanent damage. The event did not prolong the hospital stay. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).